Event description:
It was reported that they had an incident in the lab. They had a straight needle come off the hub while drawing blood on a patient. There are 70 bags affected.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.